Event description:
Patient underwent left knee reconstruction. The procedure involved the implant of a calaxo interference screw. Original surgery (B) (6) 2007. Revision surgery was required on (B) (6) 2007 because of infection and failure of the screw. At this time. Patient is functioning without an acl.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)